Manufacturer narrative:
The investigation is still ongoing; however, a supplemental report will be submitted upon completion of the investigation or if additional relevant information becomes available.

Event description:
The customer reported that the camera head has an "image color abnormality (third-party repair)". The problem was found during preparation for use/prior to sedation of a diagnostic hysteroscopy. There were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide the results of the investigation.

Manufacturer narrative:
The returned device was evaluated, and the user's request of "there is an image abnormality¿ could not be confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient, the instructions for use provides the following: "the endoscopic images and functions are abnormal." If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Olympus will continue to monitor field performance for this device.